Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and tachycardia. It was further reported that the right atrial (ra) lead exhibited frequent under-sensing and the implantable pulse generator (ipg) was tracking at rapid high rates. Reprogramming was performed. The ra lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.